Event description:
It was reported that a versacross connect access solution was selected for use during a watchman procedure to treat a left atrial appendage occlusion. During the procedure, after advancing the versacross dilator and fxd watchman double curve sheath over the mechanical guidewire into the superior vena cava, the physician was unable to remove the mechanical guidewire from the dilator, since the mechanical guidewire kinked, and it got stuck in the dilator, thus, both the dilator and the mechanical guidewire were removed. Upon removal from the patient's body, it was apparent that the mechanical guidewire was tracked up into the inferior vena cana, there was an inferior vena cana filter present but did not appear to cause any issues. Thus, a new versacross kit was opened to be used, without any issues. It appears that the mechanical guidewire was broken or fractured upon removal from the dilator, and to have unraveled at the end. The defective guidewire was fully retrieved/recovered, and the guidewire remained in one piece. No other issue was noted. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.